Event description:
It was reported that the durepair implant was leaking after implantation. This was a posterior fossa case. They physician reported that the implant was not leaking from the sutured edges, but from the middle of the graft.